Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: a review of the black box showed no motor issues. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. Unrelated to the original complaint, the display was dim and red.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue: the piston rod will not retract. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because insulin delivery to the patient may be effected if the patient cannot resolve the rewind issue.